Event description:
Spontaneous communication from pt reporting that last night she woke up and found that her cadd(continuous ambulatory delivery device) extension set had separated from her central line catheter. Pt stated she noticed blood coming out of her catheter as well so she clamped her tubing and prepared to change her pump, tubing, cassette, and IV connecter. Pt stated she completed her change and at first pump alerted for high pressure but was able to reset pump and resume her infusion without any issues. Pt stated she has been infusing with no issues but is concerned she may have a blood clot in her catheter so she reached out to her assigned nurse clinical educator who advised her he was currently away on pto and that a supervisor would be following up with her shortly. Pt stated she has not heard from anyone for several hours. If provided on the form, the product lot number and expiration were systematically retrieved from the dispensing system. Pt confirmed not currently experiencing any side effects other than lightheadedness but pt is not sure if that is due to the issue she had with her tubing and catheter or due to the coffee she has been drinking coupled with running around to complete errands and stress over the situation. Unknown how long pt had been off of medication. No further information provided. This is a continuous infusion. Set flow rate and volume delivered are unknown. Position of the pump when alarm occurred is unknown. Pump return tracking information is not available. Photographs were not provided. Serial number and expiration date of pump not provided.